Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the 'start/stop" button on roller pump display does not work. The perfusionist (ccp) could control the roller pump from the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The biomed is trained by the manufacturer and will be replacing the roller pump display assembly.